Event description:
It was reported that a pt underwent a sling procedure in 2008. Post-operatively the following day, the pt experienced difficulty voiding and high residuals on post-void bladder scans. As a result, the pt was placed under general anesthesia and a surgical procedure was performed to loosen and pull down the tape. This event was resolved as of 2008.

Manufacturer narrative:
Date sent to the FDA: 06/11/2008. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.